Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2000 ml and the drain volume was 3244 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 26 may 2010. Product surveillance provided the pd rn with the results of evaluation and the probable cause identified. The pd rn stated that the patient did not report any symptoms around that time. The home patient (hp) has an issue with high sugars, but the pd rn stated that this is not related to therapy and the hp sees a physician for this. The pd rn had recently increased the hp's fill volume. The hp would be bringing in her procard the following week, so the pd rn would review and decide if any changes needed to be made. The pd rn stated that the hp was doing well with no iipv symptoms and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. The device did not meet performance specifications requirements relative to volumetric accuracy, which may be related to the iipv. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain; one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area to be serviced.